Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl. Reportedly, the low was due to "overcorrecting", however tandem technical support was unable to clarify if the "overcorrection" was initiated via the pump or via an alternate method of insulin therapy. The customer¿s family member provided assistance to consume carbohydrates to address bg level. The customer was instructed to consult with the healthcare provider regarding bg level. Additionally, it was reported that the customer received a power source alert while using the tandem-provided usb cable. The customer¿s blood glucose level was 190 mg/dl. The customer reverted to an alternate method of insulin therapy.